Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of wound drainage. Medical affairs has assessed the patient¿s postoperative course as not serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(6): on (B)(6) 2017, patient underwent bilateral revision augmentation using a full vertical and horizontal t incision. 1 piece of galaflex was used. Concomitant procedures included: liposuction of: trunk, hip rolls, saddle bags, abdomen and inner thighs. Fat grafting to buttocks, mini abdominoplasty with muscle plication, full mastopexy. On (B)(6) 2017, drainage was reported. Treatment given was unknown. Resolved on (B)(6) 2017 without sequelae. Review by medical affairs identifies the reported wound drainage as likely related and not serious.